Event description:
The customer reported that the device displayed a shock equipment malfunction error message during the 150 joule shock test. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).